Event description:
It was reported that the customer experienced change sensor after calibration not accepted alert and discrepancy between sensor glucose and blood glucose values. The sensor glucose value at the time of the event was 45 mg/dl, and the blood glucose value was 155 mg/dl. Insulin delivery was not suspended due to the differences, and there were no reported consequences or impact to the patient. The customer was advised that the sensor may no longer be responding to glucose changes, most likely due to sensor not situated properly preventing sensor from properly tracking changes in glucose. Contributing factors may include site location/rotation, insertion technique, or tape type/technique. The product mmt-7020la was returned for analysis.

Manufacturer narrative:
On 13-jul-2023, the customer alleged receiving change sensor/bad sensor alarm, cal error/ calibration not accepted and sensor glucose vs. Blood glucose event. Following our receipt of a returned used sensor a visual inspection was performed and checked for physical damage and none were found (under naked eye). Performed continuity resistance test to verify electrical interruption (open trace) in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor failed per specifications due to low readings place sensor under microscope and found gold trace damage at the counter electrode and delamination and reference electrode. See attached file for details. In summary, the customer complaint of unexpected sensor alarms was confirmed. Sensor failed for low readings and found sensor damage. This report is being submitted as part of a retrospective review per CAPA 686868. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.